Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "outcomes of percutaneous access to the first versus third segment of axillary artery during aortic procedures." B3 - date of procedure was estimated from (B)(6) 2008 to (B)(6) 2021 as the study data was from 2008 to 2021. D4- the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 1494 clarifier: incorrect anatomy

Event description:
This study compared the results of multiple endovascular aneurysm repair procedures using proglide devices. The intention of this study was to determine the outcomes of procedures using the axillary artery. One group used the first segment of the artery for access while the other group used the third segment of the artery for access. The rate of vascular complications were low; however for proglide, included the following: failure to achieve hemostasis, bleeding, stenosis, occlusion, pseudoaneurysm, dissection, nerve damage, and stroke requiring the use of minor surgery and stents. The article concluded that complications using axillary access are infrequent and solvable by additional intervention despite the risk of stroke. Furthermore, large bore sheaths increase the likelihood of success. Specific patient information is documented as unknown. Details are listed in the attached article, "outcomes of percutaneous access to the first versus third segment of axillary artery during aortic procedures."

Manufacturer narrative:
The devices were not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). Reportedly, proglide device was used in the axillary artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, stenosis, occlusion, pseudoaneurysm, vascular dissection, nerve damage and stroke/cva, and the relationship to the product, if any, cannot be determined. The patient effects of hemorrhage, stenosis, occlusion, pseudoaneurysm, vascular dissection and nerve damage/injury are listed in the electronic proglide IFU as a potential adverse event associated with the use of the device. A definitive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.